Manufacturer narrative:
The investigation is ongoing. Device evaluated by MFR: the device is not returning.

Event description:
As reported, it was a case of a 29mm sapien 3 transcatheter heart valve, in aortic position by left subclavian approach. During procedure, alignment difficulties were experienced. Once the valve was aligned, it was noticed that the balloon was distally advanced and needed to re-aligned. During valve deployment, the balloon started filling distally and the valve partially deployed distally, jumped up from the annulus towards aorta. It was not possible to advance the delivery system again in order to reposition the valve and finalize the deployment. It was decided to retrieve the valve to the left subclavian. The valve was removed surgically and a surgical valve was implanted. Surgery was successfully completed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Valve alignment difficulty as reported, ''during procedure, alignment difficulties were experienced. Once the valve was aligned, it was positioned for deployment and the pusher was retrieved. Then, it was noticed that the balloon was distally advanced. It was needed re-align twice.'' Additional information from the field reported that the type of alignment difficulty experienced was ''not known.'' While no information on the state of patient anatomy was provided, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature. If valve alignment was performed in a non-straight section, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as reported. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. Valve moves on balloon. As reported. ''When the deployment of the valve started, the balloon started filling distally. The valve, mounted on the balloon and partially deployed distally, jumped up from the annulus towards aorta. It was not possible to advance it again in order to reposition the valve and finalize the deployment.'' Per the training manual, ''release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position.'' As valve alignment difficulties were reported, it is possible that unreleased tension may have resulted in the reported thv movement during positioning and deployment. Once the flex tip is retracted back to the triple markers, prior to inflation of the balloon, tension is relieved and expressed on the system by the proximal movement of the thv. Product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. A definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.